Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death or arrhythmia as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported death appears to be related to procedural conditions. A conclusive cause for arrhythmia cannot be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One ntr clip delivery system (cds) was advanced and deployed in a central position. However, after deployment, the patient became asystole. CPR was performed but was unsuccessful; therefore, the patient deceased. There was no clinically significant delay in the procedure. No additional information was provided.